Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that damage (physical or cosmetic), charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged charge/battery lasts less than expected and cosmetic damage located at the battery compartment on (B)(6) 2021. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No insulin pump error, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The insulin pump downloaded history confirmed the insulin pump alarmed low battery alert on november 23, 2021 at 02:04:00.000, power loss alarm on november 23, 2021at 05:42:27.000, replace battery alert on november 23, 2021at 04:25:00.000 and replace battery now on november 23, 2021at 04:56:00.000 due to customer's faulty aa battery. The electronic assembly and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, damaged display window cover and minor lcd display window scratches. Insulin pump passed required testing. Charge/battery lasts less than expected was not confirmed. Cosmetic damage at the battery compartment was not confirmed however other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.